Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 70% stenosed target lesion was located in the non calcified and moderately tortuous right subclavian vein. The sterling balloon was initially inflated to 10 atms. During the 2nd inflation, the sterling balloon ruptured at 10atms. The procedure was completed with another of the same device. No patient complications or injuries were reported during the procedure. Patient condition listed as "no problem".

Manufacturer narrative:
(B)(6). (B)(4).